Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the procedure to explant the pt's ((B)(6)) scs system due to lack of efficacy, several lead electrodes detached from the lead body. The explanted lead will not be returned to the MFR. No pt complications were reported as a result of this event.